Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found a cleaner leak from a hole in the black stripe tubing through valve pv42. He replaced the tubing through pv42. The instrument was verified and results met published performance specifications. (B)(4).

Event description:
The customer reported a contained cleaner leak of approximately 10 ml on the right side compartment of the lh500 instrument. No erroneous patient results were generated in connection with this event. In addition, there was no biohazard exposure to open wounds or mucous membranes.